Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a shock lead open fault message being recorded during delivery of shock therapy. Shock therapy was unsuccessful in converting the rhythm and the patient was externally rescued, intubated and was noted to be unconscious. Boston scientific technical services (ts) discussed the possibility that the device was unable to deliver enough energy to convert the rhythm due to the high shock impedance measurements. Ts discussed troubleshooting options. The physician programmed tachycardia therapy off in the device due to the patient wish. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.